Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his son's insulin pump alarmed low reservoir after a bolus attempt. Customer does not recall any significant events leading to the error. Customer declined to troubleshoot for this issue but indicated would call back if other issues arise. Customer's blood glucose was unknown at the time of incident. Customer was advised to monitor pump and call back if any further questions. No further information was given.